Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose ranged from 234-235 mg/dl. The customer reverted to manual injections for insulin therapy.